Event description:
It was reported the patient is experiencing a burning sensation at the ipg site. The sensation occurs when the stimulation is on or off. The sensation has been occurring for a while (event date unknown) and it causes her to become nauseated. The patient is requesting to be explanted as she is no longer experiencing pain as she has in the past.